Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019 rep met with the patient because patient was getting out of regulation (oor) message. Rep said contact 4 was >40k ohms so he reprogrammed around contact 4 and patient was getting therapy. Rep now reports that patient called today and said she is getting oor again. Rep said the event date for this new occurrence of oor is today and he was notified today. Rep has not met with patient yet. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was going to make an appointment with their physician to be seen but had not done so. The rep indicated however, that the patient¿s stimulator was working since they were last seen on (B)(6) 2019. It was reported that presumably there was a high impedance on electrode 4, but they indicated that this was not an active electrode. The cause of the high impedances was not known and no additional actions would be taken. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated she is not able to increase the amplitude on her controller. It's unknown of the factors that may have attributed to this issue. The patient said she hasn't had any falls. A quick check showed contacts 0, 1, 2, 4, 5, 6 and 7 are bad. Impedances: contacts 1 and 2 greater than 40,000 ohms. Possible shower on contacts 4,5,6,7. The rep was able to reprogram the patient by using the right lead to cover the patient's painful areas. The issue was reported to be resolved.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that an impedance check should impedances greater than 40,000 ohms on contact 4 at interrogation. When the intensity increased on the clinician programmer the system went into oor. On the patient controller the patient got the ¿cannot achieve desired intensity settings¿ message and could not increase the intensity above the perception threshold. There no external/environmental factors that may have contributed to the impedances being greater than 40,000 ohms and the oor message and the cause was not determined. It was reported that the high impedance issue was not resolved, but the patient was reprogrammed to work around contact 4 and achieve adequate stimulation coverage. It was indicated that the impedance and oor issue was ongoing according to the patient and the rep would see the patient again in the future and interrogate the system to investigate the issue further. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the oor problem started again at the end of (B)(6) 2020. Patient was getting cannot adjust intensity. Patient decreased the stim for her left leg and cannot increase back up. Patient states she has an appointment for may 4, 2020. No further complications were reported.